Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with gastroesophageal reflux disease, had a capsule which failed to attach. A second capsule was used, but it failed to attach as well. There was no harm to the patient and no intervention was required. The procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The delivery system and capsule will be returned for investigation.